Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an uneventful system implant, post pocket closure, this right atrial (ra) lead dislodged. The physician immediately reopened the pocket and successfully repositioned the ra lead. Two days later, the patient exhibited a pericardial effusion. Tachy therapy was deactivated and the effusion treated. Following completion of effusion resolution, tachy therapy was programmed back on, with normal system measurements observed. The source of the pericardial effusion was later confirmed to have been the result of a perforation. System measurements and the patient's status remain stable. The patient has been transferred for normal recovery.